Event description:
Device malfunctioned; the suture capture device "passer" was deployed but failed to "retract" as it should. The md had to use a kelly to remove it from the patient and it came apart.